Event description:
An alarm delay was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer declined troubleshooting, and technical support closed the case using the survey response date as the event date.